Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2003 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat pelvic organ prolapse. It was reported that the patient had the concurrent procedures of a sacrocolpopexy burch, total abdominal hysterectomy and bilateral salpingo-oophorectomy performed during mesh implantation. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain and erosion. It was reported that the patient underwent mesh removal on (B)(6) 2004 due to persistent vaginal mesh erosion.